Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump appeared to initiate charging. However, the battery gauge would not rise. Customer reported blood glucose level was 300 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.